Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 57 mg/dl. The customer had reportedly been experiencing low blood glucose levels for (B)(6). The caller had no further info regarding the event. The caller did state that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.